Event description:
It was reported by customer that when he went to flush his PICC line there was fluid coming out under his dressing. It was noted that the PICC line was inserted on (B)(6) 2024 and removed on (B)(6) 2025. A statlock was used to secure the line. A hole was noted in the PICC line after it was removed. Patient was given IV antibiotics via piv for the end of the antibiotic therapy and unable to do home IV, with no PICC line. No other harm to the patient at this time. No further information provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.